Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the infusion set pulled out of her body. Customer was unable to insert a new set for about an hour and she experienced high blood glucose of 440 mg/dl. The customer stated she treated and blood glucose went low and then high. She changed the infusion set again the morning of the call but blood glucose was still high, she started at 417 mg/dl and was currently at 397 mg/dl. The drive support cap is recessed. Customer declined to check for set or site issues. The settings are accurate. The insulin pump failed the high pressure test once and passed the second time. She was advised to change the entire infusion set and reservoir.